Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that the appliance anchor fractured off. The patient's oral hygiene is good. The device was delivered to the patient on (B)(6) 2024. The incident occurred on (B)(6) 2026. The patient reported the issue on (B)(6) 2026 in (B)(6) office and stopped using the device on (B)(6) 2026. The patient didn't suffer any permanent harm/injury, and no medical intervention was required. The patient cleaned and stored the device as per the device's instructions for use.

Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned and was visually inspected. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the anchors are broken. Discoloration - the device appears slightly stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).